Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer satisfied. Most likely underlying root cause: mlc-62-user had poor technique. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer was using the correct test strips. Customer was educated about proper testing technique. During the call on (B)(6) 2019 a blood test was performed by the customer non-fasting and produced test result of 125 mg/dl using truetrack meter. Customer was satisfied. At the time of the call the customer reported feeling physically ill stating that he felt tired. Medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2021 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.